Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at service center and evaluated. The complaint was confirmed. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects as per the service report. Insulation resistance of the motor outside tolerance - motor replaced. Motor not turning smoothly - motor replaced. Protective conductor resistance out of tolerance - motor cable replaced. Resistance value out of specs: hand control set replaced. "Micro": preventive replacement of o-rings performed. Unit cleaned. Functional test performed. Hipot test completed. Electrical safety test completed. Functional test completed. Safety test checklist enclosed. As per the input check report the motor doesn't run smoothly,the values of keypad are out of range,the protective earth resistance is out of range and short circuit between motor wires and hand piece body. The resistance values of the keypad were drifting, out of specification and not responding properly, therefore the hand control was replaced . When the keypad is not responding properly the motor may not turn smoothly and the device may not operate as intended, therefore is a potential root cause for the reported failure. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformances were identified. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that their micro tornado handpiece with hand controls was not turning due to jammed motor and hence it needs service. It was discovered post operatively. The procedure was completed by using a replacement device without any surgical delay or patient harm. Additional information received on (B)(6) 2019 stating the event date was (B)(6) 2019. Further information regarding the event was not available.